Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, pt 1: inratio: 1.5, lab: 2.6. Date: (B)(6) 2010, pt 2: inratio: 1.6, lab: 2.2. Lab draws for both patients were done within two hours.